Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapies due to noise on the right ventricular channel. The therapies were turned off. High capture threshold was observed. It was suspected the cause was lead damage. The lead was capped and replaced. The patient was discharged from the hospital.